Event description:
Reporter states it is unknown when the interlink extension set was attached to the patient's central venous line. However, propofol, nitroglycerin, nicardipine hydrochloride, haloperidol and midazolam had been administered through the line prior to the incident. In 04, it was observed that the tubing became separated from the male luer while the patient was sleeping. Reporter states "a small amount of reflux bleeding appeared," however there was no change in the patient's condition. Reporter states there was no patient injury and no medical intervention required.